Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information was obtained on 20 jan 2021. The patient did not have abbvie tubing at the time of the event. It was reported that the medical device involved with this complaint has a button mic key and is a non-abbvie product. The device manufacturer is haylard/avanos.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Aspiration pneumonia is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient was hospitalized for tube replacement. On an unknown date, the patient experienced pneumopathy and was treated with unknown antibiotics and physiorespiratory sessions. The patient was discharged from the hospital on (B)(6) 2020.

Manufacturer narrative:
Reference record (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, the patient reported that the event of pneumopathy was related to aspiration during a meal. It is unknown if the event of pneumopathy was within seven days of tube replacement.